Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('lateral coiled wires in myometrium/coiled metal wire in the lateral aspect of the uterine corpus'), seizure ('seizures'), epilepsy ('epilepsy') and gallbladder operation ('gall bladder surgery') in an adult female patient who had essure (batch no. 740670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included leukorrhea, obesity, adenomyosis uteri and dysmenorrhea. Previously administered products included for an unreported indication: xulane. Concurrent conditions included nausea, pain menstrual, acute bronchitis, gastroesophageal reflux disease, dysphagia, insomnia and abdominal pain. Concomitant products included buspirone, colecalciferol (cholecalciferol), esomeprazole, esomeprazole, ibuprofen, lansoprazole, levetiracetam and tizanidine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced depression ("psych injury/depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced the first episode of tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced epilepsy (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced seizure (seriousness criterion medically significant), back pain ("back pain") and arthralgia ("joint pain"). In (B)(6) 2015, the patient underwent gallbladder operation (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), the second episode of tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have blood oestrogen abnormal ("hormonal changes/estrogen"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and gall bladder surgery). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device, seizure, epilepsy, gallbladder operation, depression, fatigue, alopecia, the last episode of tooth disorder, blood oestrogen abnormal, headache, nausea, visual impairment, weight increased, anxiety, back pain and arthralgia outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, back pain, blood oestrogen abnormal, depression, embedded device, epilepsy, fatigue, gallbladder operation, headache, nausea, seizure, visual impairment, weight increased, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. The reporter commented: current weight 196 lbs. Date(s) of insertion: (B)(6) 2012 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Computerised tomogram - on (B)(6) 2021: essure coils bilaterally. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: result : unknown. Pathology test - on (B)(6) 2021: uterus and bilateral fallopian tubes: uterus (110 grams): cervix- unremarkable. Endometrium- secretory. Myometrium- adenomyosis, lateral coiled wires. Serosa- unremarkable. Fallopian tubes - unremarkable. Gross discription: there is a coiled metal wire in the lateral aspect of the uterine corpus. 1. Fallopian tube is marked with a long double black suture. It is 5 cm long. The second tube is 3.2cm long and has a fimbriated end. Lot number:740670 manufacturing date: 2010-06 expiration date: 2013-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('lateral coiled wires in myometrium/ coiled metal wire in the lateral aspect of the uterine corpus'), seizure ('seizures'), epilepsy ('epilepsy') and gallbladder operation ('gall bladder surgery') in an adult female patient who had essure (batch no. 740670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included leukorrhea, obesity, adenomyosis uteri and dysmenorrhea. Previously administered products included for an unreported indication: xulane. Concurrent conditions included nausea, pain menstrual, acute bronchitis, gastroesophageal reflux disease, dysphagia, insomnia and abdominal pain. Concomitant products included buspirone, cholecalciferol (cholecalciferol), esomeprazole, esomeprazole, ibuprofen, lansoprazole, levetiracetam and tizanidine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced depression ("psych injury/ depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced the first episode of tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced epilepsy (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced seizure (seriousness criterion medically significant), back pain ("back pain") and arthralgia ("joint pain"). In (B)(6) 2015, the patient underwent gallbladder operation (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), the second episode of tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have blood oestrogen abnormal ("hormonal changes/estrogen"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and gall bladder surgery). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device, seizure, epilepsy, gallbladder operation, depression, fatigue, alopecia, the last episode of tooth disorder, blood oestrogen abnormal, headache, nausea, visual impairment, weight increased, anxiety, back pain and arthralgia outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, back pain, blood oestrogen abnormal, depression, embedded device, epilepsy, fatigue, gallbladder operation, headache, nausea, seizure, visual impairment, weight increased, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. The reporter commented: current weight (B)(6) lbs. Date(s) of insertion: (B)(6) 2012 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Computerised tomogram - on (B)(6) 2021: essure coils bilaterally. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: result : unknown. Pathology test - on (B)(6) 2021: uterus and bilateral fallopian tubes: uterus (110 grams): cervix- unremarkable. Endometrium- secretory. Myometrium- adenomyosis, lateral coiled wires. Serosa- unremarkable. Fallopian tubes - unremarkable. Gross description: there is a coiled metal wire in the lateral aspect of the uterine corpus. Fallopian tube is marked with a long double black suture. It is 5 cm long. The second tube is 3.2cm long and has a fimbriated end. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hip pain, low back pain, hair thinning, seizure disorder, fatigue, embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Reporter information, patient middle name, medical history, lab data, product removal details added. Event: lateral coiled wires in myometrium added. Case category updated to serious incident. Action taken with drug updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.